Manufacturer narrative:
Product analysis : the non-medtronic device did not return. There did not appear to be any device entrapped. White plastic material was found in the lumen when a mandrel was advanced through. The device returned with deformation to the on ramp. The inner lumen of the telescope gec was verified, lumen patency ball through the kink on the lumen of the telescope gec. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a 7f telescope guide extension catheter (gec) a non-medtronic coronary orbital atherectomy system device was inserted using the telescope gec, but the device got caught inside the jacket of the telescope gec and could not be advanced. Resistance was encountered during use when the non-medtronic device was inserted into the catheter lumen. The use of telescope gec was discontinued, and the the non-medtronic device was advanced without the telescope gec to complete the procedure successfully. There was no damage noted to the packaging. The device was removed from packaging and prepped per IFU with no issues noted. The device was inspected with no issues noted. Resistance was not encountered when advancing the device and excessive force was not used during delivery. No patient injury was reported.

Manufacturer narrative:
Additional information: no damage was observed on the non-medtronic atherectomy device. Product analysis: the foreign white plastic material from inside the telescope device was sent for ftir testing. The suspect sample was compared against library database. The library search returned weak spectral matches that were not spectrally similar. Sample and white acetal control did not show spectral similarities. Correction: phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.